Event description:
On 11/28/92 a chemical heating pad, was removed from its package and was applied to the left heel of a 5 month old pediatric patient. These pads were being used to increase arterialization of the heel area prior to taking a blood sample. The patient was in an oxygen tent with an oxygen enriched atmosphere. Shortly after appling the pad (approximately 1.5 minutes), which was held in place by the patient's sock, the nurse responded to patient crying, removed the heel warmer, which was hot when removed, and noted reddened and blistered area above the heel in the ankle area. The product was removed from use in the departemnt and an risk information report (rip) completed. This original report was reviewed by risk management and clinical engineering and at that time the patient injury was not deemed "serious" due to the classification of the injury being a suspected first degree, possibly second degree burn. Subsequent review of the patient record by the quality assurance deartment (8 months later 9/15/93), revealed that the classification of the patient injury would be better described as "serious" and reportable under the safe medical devise ace (smda) this determination is based on the patient record five days following the incident that the burns were second degree, possibly third degree and required debridement.clinical engineering's investigation on 9/16/93 found that the actual heating pad and box had been retained by pediatric nursing and that at the time of the incident these pads were being evaluated by the department. The box which holds 20 individually jpackaged pads has a warning label "caution: not recommended for unattended use in oxygen tents, croup tents or isolettes". Two individual pads remaining in the box do not carry any warning label. Nursing felt the pads worked well and were satisfied with their performance, prior to the incident. Nursing felt they were following the warning and were monitoring the patient while the pad was in use in the oxygen tent.clinical engineering called mfg qa department on 9/16/93 and learned that this product has been taken off the market and is not available at this time. The company is performing design changes and is changing the product labeling to read, "do not use in oxygen enriched environment".